Event description:
Customer reported (B)(6) discrepancy. The hospital obtained oxacillin susceptible results on the panel and oxacillin resistant results with another test method. The results were not reported to the physician and treatment was not delayed or withheld. There are no reported of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Evaluation: method: actual device not evaluated - secondary test method performed by the customer indicated a discrepant result. Evaluation: results: no results available since no evaluation performed - customer indicates based on a secondary method performed an incorrect interpretation was provided. Conclusion device not returned - no evaluation will be performed - occasional incorrect interpretation occurs due to the isolate resistance pattern. There are no reports of adverse health consequences associated with the discrepant results. Product is within performance claims.